Event description:
The nurse report that during a case, they experienced poor to no aspiration. The patient had a very dense cataract, and the surgeon was using grade 4 setting. The surgeon experienced chatter and "milking" of cataract. They changed the phaco tip and handpiece to try to resolve the situation, but the lens was so dense it did not help. The surgeon was able to complete the case as planned, but he did use a suture to close the incision. The nurse stated they do re-use phaco tips, a single use device, about 20 times. Additional information received from the nurse stated a posterior capsule-tear occurred with an anterior vitrectomy performed. The iol was placed in the sulcus. The patient's outcome was poor. The patient was referred to a retinal specialist.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for evaluation. The aspiration flow is diminished if the tip or aspiration port is occluded with surgical or lens material during the case, or if the handpiece is not cleaned as per the direction for use (dfu). The re-use of tips, which are labeled as single use, can also be a potential source of occlusion. A review of complaints for the last 24 months did not indicate any additional, related reports for this handpiece or system. A review of service requests for the last 24 months did not indicate any additional, related reports for this system or handpiece. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 10/16/2009.